Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was investigated. As received, the monitor would not power on. Upon evaluation, the u608 processor was shorted to ground. The cause of the inability to power on is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.